Event description:
It was reported that a curlin medical infusion pump allegedly malfunctioned and over infused in the field. There was no pt injury reported. There was no medical intervention.

Manufacturer narrative:
Upon physical inspection of the device, it was noticed that the door latch was damaged indicating evidence that the device was abused (e.g. Dropped). It appears that the pump has been damaged by a drop in a way that would affect the platen. The platen is bent enough to not allow the pumping mechanism to compress the pumping chamber. This could result in inaccurate infusion. (Over or underdelivery depending on head height of medication reservoir). Functional testing of the pump confirms that the returned unit did not meet specifications as a result of the damage, (i.e. The testing indicated that the product under delivered). Curlin medical inc. Recommends in our user manual that the pump be checked for damage in-between pt use including a volumetric accuracy test. Had these instructions been followed, it is likely that this malfunction would have been detected prior to pt use.